Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited a few high out of range(oor) pacing impedance spikes measuring as high as 2339 ohms on this non-boston scientific right ventricular (rv) lead. Baseline impedances have been measuring around 700-800 ohms. There was no observations of noise and they were not able to reproduce any noise in the clinic. Technical services discussed possible causes and recommended to continue to monitor. At this time, the ICD and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).